Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the joint connection of needle and thread broke during perineal suture. The needle was replaced without adverse consequences.